Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of myelopathy in a female patient, currently (B)(6), who received super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. Approximately six years prior to reporting, the patient began using dentures. On an unknown date, the patient began using super poligrip and fixodent as denture adhesives. On an unknown date, the patient was diagnosed with "hyperzincemia, hypocupremia, myelopathy, anemia and neutropenia attributable to super poligrip and fixodent." The patient "now suffers from profound and permanent neurological and other injuries due to her super poligrip and fixodent use." According to the claim, the patient was "unable to perform her normal, customary and daily activities." This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).